Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion when there were none. This during testing at the biomedical service department. There was no patient involvement.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. The device was found to deliver within specification during flow testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'experiencing upstream occlusion alarms and it was verified that there were no occlusions a couple times' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. During evaluation the device alarmed a false downstream occlusion. The cause was identified to be an out of range and failed to calibrate force sensor. The force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.